Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge displayed the battery percentage incorrectly. Reportedly, the pump battery percentage went from 5% to 100% simply by plugging the pump back in the charger. There was no information provided regarding the customer's blood glucose level. Although requested, no additional information was provided regarding the reported issue.